Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 39 consistent with an insulin shaft encoder failure, which was verified in device history, and the device was restarted per instructions with therapy resuming and the alert not recurring; the device charge was confirmed adequate and the cgm reconnected, after which correction dosing proceeded. Symptoms included hyperglycemia with readings reported as ¿high,¿ above 180 mg/dl for roughly 2¿3 hours, and alerts for glucose above 300 mg/dl for over 90 minutes, without ketone testing, back-up therapy, medical intervention, or assistance required. Outcomes included temporary hyperglycemia without injury, loss of consciousness, diabetic ketoacidosis, or hospitalization. Investigation included user-guided troubleshooting with a controlled restart and verification of cgm reconnection and therapy resumption. Investigation of this case revealed a transient alarm consistent with an insulin delivery component encoder fault that resolved with restart, with no persistent malfunction observed post-restart. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device anomaly corrected by restart.